Event description:
(B)(4) clinical study. It was reported that acute coronary syndrome occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization and subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 8mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 12 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with acute coronary syndrome and was hospitalized on the same day. At the time of event, the patient was on aspirin and the study drug. Other antiplatelet medication was never taken during the study. The patient underwent coronary artery bypass graft (CABG) x 4 vessels with left internal mammary artery (lima) to mid lad, reverse saphenous vein graft (svg) to distal lad, obtuse marginal (om) and right posterior descending artery (r-pda). In (B)(6) 2014, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the index procedure the patient presented with abnormal stress test then two promus drug eluting stent were implanted in the obtuse marginal (om) and in distal (lcx). Six days post procedure, the patient was referred for staged intervention to left anterior descending (lad) artery. In addition, at the time of event, the patient presented with exertional dyspnea. Coronary angiography was performed and revealed lad (target vessel): 70-95% ulcerated plaque extending from distal left main coronary artery (lmca) till proximal segment prior to previously placed 3.50 mm x 12 mm taxus® liberté® stent with no thrombus. The patient developed right groin hematoma during catheterization, however, no intervention was performed. Six days after, the patient was transferred to another facility for scheduled coronary artery bypass graft (CABG) procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion prior to the index procedure was 75-80% stenosed. At the time of event exertional dyspnea thought to be an anginal equivalent. Effient was discontinued. Patient's coronary angiography revealed the two historic promus drug eluting stents implanted in obtuse marginal and distal circumflex were patent. Also, 70-95% "stenosis" was noted in the mid left anterior descending (lad) artery and not "ulcerated plaque" as previously reported.